Event description:
During patient administration of intramuscular risperdal consta by the pharmacist, the syringe broke apart. This resulted in the medication spilling out of the syringe and on to medical staff and the patient. The needle separated from the syringe and remained in the patient's right arm. The psych-tech removed the needle, and while the pharmacist was cleaning off the patient's arm, the pharmacist got pricked by the needle. Dose or amount: 50 mg (1 syringe); frequency: every 2 weeks; route: intramuscularly in deltoid.